Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began on (B)(6) 2017 and stated that he obtained results of ¿213 and 286mg/dl¿ on the subject meter, but could not provide the time between tests. Based on statistical methodology, the calculated difference in results exceeds lfs criteria of a valid comparison for precision. The patient manages his diabetes with an insulin pump, and administered his usual dose of humalog insulin in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred he developed a symptom of ¿nauseous¿ however denied receiving any treatment. During the call, the cca noted that the meter was set to the correct unit of measurement and an approved sample site was used. The product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.